Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer stated that the unit will turn on, and then once the tubing is attached the unit will shut down, no alarms and the caution light stays on.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing the unit to alarm and shut down, which confirmed the original complaint issue. However, there is no indication that there was a failure of the audible alarms.

Event description:
Consumer stated that the unit will turn on, and then once the tubing is attached the unit will shut down, no alarms and the caution light stays on.